Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. The customer had not reported any symptoms and was treated with pump. Customer's blood glucose value was 200 mg/dl at time of incident. Customer's current blood glucose value was 206 mg/dl and also had 415 mg/dl and 60 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer declined to check bolus wizard settings for accuracy. Customer declined to review the most recent bolus history to ensure boluses were accounted for and entered accurately. Customer declined to perform the high pressure test. Customer discontinued troubleshoot for high and declined low blood glucose testing. The product was not returned for analysis.